Event description:
Customer reported no images on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a loose connection on the video controller board. System operates as intended. This MDR is related to ge healthcare.